Event description:
Hospital reported to the medtronic area sales manager that during ent surgery for septoplasty, submucous resection, sinus tissue removal, the diamond tip of the burr broke off. An attempt to extract the tip employing x-ray imaging and endoscopy was not successful. The burr tip is not causing the pt any problems at this time.

Manufacturer narrative:
Rec'd one open used burr for engineering eval. The welds that connect the burr head to the shaft failed. Root cause: supplied material; weld failure.